Manufacturer narrative:
Follow-up # 3: on 11/04/2015 correction. Supplemental sent to correct information previously sent. Follow-up 2 did not include the information from the test strip investigation line for the first vial; this information is included here. Updated MFR narrative: follow-up #2: the test strips involved with this complaint failed testing. The returned test strips were found to have scratched electrodes with no assignable cause. In addition, a 2nd vial of the same test strips lot (lot # 3789214) has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.